Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 2 of 4. The home patient (hp) stated that the heater bag became disconnected. The baxter technical service representative (tsr) had the hp close all the clamps and disconnect using aseptic technique. They cycled power off and on to clear the se 2240 alarm followed by a se 2367 ending therapy. The hp would notify the peritoneal dialysis registered nurse (pdrn). They cleared the error ending therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause of the reported condition was undetermined.this issue is being investigated through CAPA.